Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unacceptable method comparison between I-stat pt/inr and stago. All results were run in duplicate for each sample. There was no patient information available at the time of this report. See "file attachment" for customer correlation study. Based on the information available at the time there were no injuries associated with this event.